Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to sepsis and multi system organ failure. It was reported the device operated as intended without any issues or malfunctions that may have contributed to the patient's cause of death. The device will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s outcome and a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The heartmate ii lvas IFU lists sepsis, respiratory failure, right heart failure, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are provided in this IFU as well as the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.